Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The following sections were updated: g4, g7, h2 and h10.

Manufacturer narrative:
Device was received and evaluated at prerov service site. Damage to the front connector was observed. The damaged parts will be replaced. Photo of the subject device was provided to original equipment manufacturer for evaluation and investigation. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during incoming inspection the device front connector was observed to be damaged. There was no patient involvement on this event reported. No user injury reported. L.